Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found thermal damage at the yaw pulley. Additional observation not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of the bipolar yaw pulley. The instrument passed the electrical continuity test. The complaint regarding the defective device was confirmed by failure analysis.

Event description:
It was reported that during central processing, maryland bipolar forceps was noted to be defective. The procedure was completed with no reported injury.